Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient experiencing dyspnea presented in clinic for follow up. Upon interrogation, the pulse generator exhibited backup vvi operation. A device software download was performed successfully. The patient would continued to be monitored with regular follow up.